Event description:
It was reported that the pt has had 4 revisions. He met with the healthcare professional and manufacturer rep about a month ago where it was noted that everything was "broken". It was reported the pt's device had high impedance readings. The healthcare provider planned to replace the pt's lead. A date of (B)(6) 2011 was noted for planned revision surgery. If additional information is obtained, a follow up report will be sent. This information was previously reported. It was determined this was a new event. Please reference MFR. Report # 3004209178201009916 for information regarding the pt's previous revisions. Any new information regarding this pt or this event will be reported in this MFR. Report.

Manufacturer narrative:
(B)(4).